Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting sensing problems. The physician elected to do an invasive procedure to analyze the problem. Body fluids were observed in the lead barrel of the header. The physician elected to cut and cap the ventricular lead, model 4261. The ipg was explanted and replaced with a new model 460 and lead model 4285.